Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the gastrointestinal videoscope does not take pictures. Based on the results of the investigation, the videoscope does not take pictures due to fluid invasion in imager. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation the gastrointestinal videoscope does not take pictures. There were no reports of patient involvement.